Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, while the patient was washing their hands in the bathroom, they passed out. The patient's husband brought the patient to the hospital. When they arrived at the hospital, the patient's bg was 69 mg/dl while the cgm was 281 mg/dl. Although the patient's bg was 69 mg/dl, they stated they were treated with insulin to "normalize her glucose level". The patient was hospitalized until (B)(6) 2022. At the time of the report, the patient was recovering at home after being discharged. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient stated based on the cgm value of 281 mg/dl and continued rising value, the insulin pump administered insulin until the patient passed out while washing her hands in the restroom. It was reported that the patient's bg value was 69 mg/dl. It was reported that the patient was hospitalized for this event. Event and treatment details were not provided. At the time of the report, the patient was discharged from the hospital and at home recovering. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.